Manufacturer narrative:
Method - a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs. Please note add'l device involved: (B)(4).

Event description:
On (B)(6) 2005, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, a CT scan revealed that the device had migrated distally 1 cm. It also revealed a proximal type I endoleak and a type ii endoleak. On (B)(6) 2011, the pt had an aortic extender component implanted to address the proximal type I endoleak. The type ii endoleak was coil embolized. The endoleak resolved and the pt tolerated the procedure.